Event description:
It was reported that there were inflation difficulties with a visi pro balloon expandable stent 035 during a procedure. No issues noted noted to the packaging and no issues when removing the device from its tray. IFU was followed. Embolic protection was not used. It is unknown if the vessel was pre/post dilated. The device did not pass through a previously deployed stent. It is unknow if resistance was encountered. The stent was located in the mid-section of an artery or vein (sma). It is not known what pressure issue occured and there were no leaks reported. Surgical intervention was required (open case) to remove the stent, physician reported that during deployment/placement the stent became stuck and dislodged from the delivery catheter. Artery ballooned several times, a guidewire was successfully able to get through the artery and the stent was safely removed from the patient. The procedure was completed using a new device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.